Manufacturer narrative:
The reason for reoperation is "ruptured, bleeding implant, traces of silicone in their body, deformed and poisoned and silicone could cause cancer, disease or illness". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representation reported "ruptured, bleeding implant, traces of silicone in their body, deformed and poisoned and silicone could cause cancer, disease or illness". Device status is unknown. This record is for the right side.